Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: according to the complaint description, the device alarmed with panel connection lost. However, according to the logfiles, ventilator unit connection lost alarms appeared after startup. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. According to the complaint description, the device alarmed with panel connection lost. However, according to the logfile analysis, on the date of the reported event ((B)(6) 2025), the device generated 'ventilator unit connection lost' alarms shortly after startup and no panel connection lost alarms were recorded. Please refer to the extract from the logfiles below. It is important to highlight that no patient was involved at the time of the event. (B)(6); 10:54:54; power-on 2025-03-11; power; 1. 2025-03-11; 10:54:54; ventilator unit connection lost; alarms; 5024. 2025-03-11; 10:51:52; humidifier off; special; 547. 2025-03-11; 10:51:52; power-off 2025-03-11; power; 3. 2025-03-11; 10:51:40; intellicuff mode off; special; 535. 2025-03-11; 10:51:40; intellicuff mode off; special; 535. 2025-03-11; 10:51:39; oxygen + air supplies failed; supply; 5017. 2025-03-11; 10:51:38; audio paused off; special; 517. 2025-03-11; 10:51:38; nebulizer off; special; 501. 2025-03-11; 10:51:38; standby on special; 506. 2025-03-11; 10:51:38; operating time: 5 hour(s) 54 minute(s); device; 825. 2025-03-11; 10:51:38; operating time: 3397 day(s); device; 826. 2025-03-11; 10:51:38; power-on 2025-03-11; power; 1. 2025-03-11; 10:51:38; ventilator unit connection lost; alarms; 5024. 2025-03-11; 10:49:30; humidifier off; special; 547. 2025-03-11; 10:49:30; power-off 2025-03-11; power; 3. 2025-03-11; 10:48:58; intellicuff mode off; special; 535. 2025-03-11; 10:48:58; intellicuff mode off; special; 535. 2025-03-11; 10:48:56; oxygen + air supplies failed; supply; 5017. 2025-03-11; 10:48:56; audio paused off; special; 517. 2025-03-11; 10:48:56; nebulizer off; special; 501. 2025-03-11; 10:48:56; standby on special; 506. 2025-03-11; 10:48:56; operating time: 5 hour(s) 53 minute(s); device; 825. 2025-03-11; 10:48:56; operating time: 3397 day(s); device; 826. 2025-03-11; 10:48:56; power-on 2025-03-11; power; 1. 2025-03-11; 10:48:56; ventilator unit connection lost; alarms. The root cause was identified as a defective esm ip, which was subsequently replaced. Following the replacement, the issue was resolved.